Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the embolization is unknown. However, the minimal calcification in the valve itself and in the aortic annulus, along with the CPR could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral sapien xt valve deployment, the valve embolized into the ventricular. The patient was converted to open heart surgery. Initially, the tavr was performed under moderate sedation using tte. The valve was successfully deployed under rapid pacing. Post deployment tee showed a well positioned prosthetic valve without significant paravalvular leak (pvl), no pericardial effusion, and normal movement of the leaflets. 55-60 minutes after procedure the patient developed chest pain upon arrival in the clcu. A bedside echo showed no pericardial effusion or significant aortic insufficiency. The patient had severe hypotension followed by cardiac arrest. The patient became unresponsive with systolic blood pressures in the 50-60s. CPR was initiated immediately. Ultrasound ruled out tamponade and acls was performed on the way to the cath lab. At the time, the hypothesis for the declining condition was acute coronary occlusion. Upon arrival in the cath lab patient regained consciousness and was stable hemodynamically. The team proceeded with coronary catheterization anyway, given the uncertainty of the cause of recent event. Just before access was obtained, patient developed another episode of hypotension and arrest. CPR plus mechanical ventilation was started and maintained while access was obtained and coronary occlusion was ruled out. Emergent coronary angiogram showed patent lcx (known occluded rca and patent lima-lad). It was then noticed by fluoroscopy that the prosthetic valve was mobile, likely embolized into the lv outflow. Aortography was performed and showed the valve in very deep position but still at the annulus level. Given the persistent hemodynamic instability, an impella device for lv support was inserted which improved hemodynamic status significantly. During insertion of the impella, the poor anchoring of the valve became apparent as the valve migrated into the lv cavity. It was noted that the patient had minimal calcification in the valve itself and in the aortic annulus. The valve was able to be successfully retrieved through the aortic opening. The team proceeded with surgical aortic valve replacement after excising the native aortic valve leaflets. Two ethibond sutures were placed, and a 25 mm magna ease valve was implanted. The aortotomy incision was closed.